Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensors that failed early and experienced hyperglycemia with blood glucose value of 204 mg/dl. The customer reported hyperglycemia was treated with bolus delivery, manual shot of insulin and lots of water. The blood glucose has been high greater than 4 hours. The customer reported bleeding in the insertion site. The event involved product(s) mmt-332a, mmt-1884, mmt-242a, mmt-7040ma. Troubleshooting was performed. The customer reports receiving change sensor alert and sensor updating alert. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, mmt-242a, mmt-7040ma.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in sections below with this follow-up report. 1. Section b5 - updated the summary 2. Section h6 - health effect - clinical code 1888, 1905 has been removed health effect - impact code 2199, 4613 have been removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported a blood glucose value of 180 mg/dl for more than 4 hours and was treated with only an insulin pump. The customer did not report bleeding.